Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on an unknown date. The infusion set was used for 2 days. Further, the patient's blood glucose level at the time of event was ranging between 200-250mg/dl. The infusion set was replaced, and insulin was resumed successfully. No further information was available.